Manufacturer narrative:
This report is submitted on october 31, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with oral and topical antibiotics (specific date and duration not reported) and a skin revision surgery (specific date not reported), however, the issue did not resolve. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2022, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. It was also reported that the patient was treated with IV antibiotics (specific date and duration not reported).